Event description:
It was reported that the patient with this recently subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted received multiple shocks. Upon review, it was noted that low amplitude and air in the s-ICD system. The amplitude returned to normal following the shocks. The patient was readmitted to the hospital and is now on a ventilator. An x-ray was performed and it was noted that the s-ICD is suboptimal placement with some air under the device. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
System was turned off.

Event description:
It was reported that the patient with this recently subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted received multiple shocks. Upon review, it was noted that low amplitude and air in the s-ICD system. The amplitude returned to normal following the shocks. The patient was readmitted to the hospital and is now on a ventilator. An x-ray was performed and it was noted that the s-ICD is suboptimal placement with some air under the device. Troubleshooting options were discussed and recommended. The s-ICD system was turned off. Currently, this product remains in service and no additional adverse patient effects were reported.